Event description:
It was reported that the atrial lead exhibited loss of capture post procedure. An x-ray confirmed lead dislodgement. The lead was repositioned. The patient was stable before, during and post procedure.